Event description:
It was reported to philips that intermittently the system foot switch did not work. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned emergency procedure was performed by the customer when the issue occurred and the procedure was intermittent and completed as planned. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system foot switch did not work. Upon troubleshooting the rse found that the issue with wired footswitch. To resolve the issue, rse instructed customer to replace footswitch. The defective footswitch was returned to philips for analysis and found the footswitch was missing its product label, and there is noticeable paint damage along with several cuts in the cables. Additionally, two locking screws are absent from the connector, and all anti-slip components are missing. The system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was updated correctly.